Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported impella cp placed for support for non-st- segment elevation myocardial infarction. It was noted the patient had no pulses in impella leg and extremity, knee slightly mottled. No ultrasound done yet, md seemed to think patient very clamped down at this time as there was apparently flow in the leg when first inserted. The patient was taken to the operating room for washout and chest closure. Again, noted that still no pulses on impella extremity however had slow cap refill. Impella was weaned down to p4. Additionally, the patient went into atrial fibrillation with rapid ventricular response. The impella was successfully weaned and explanted. Patient survived.